Event description:
It was reported that the atrial lead exhibited over sensing and low impedance. During pocket revision, insulation anomaly was noted on the lead. The lead was explanted and replaced. The patient was in good and stable condition.

Manufacturer narrative:
(B)(4).